Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.